Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h3, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: connector plug unit connection issue the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation findings, the malfunction was most likely caused by an issue with the connection to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex 3d deflectable videoscope had a 3-d image display that was not clear. There were no reports of patient involvement.